Event description:
It was reported that ventricular capture management indicated high thresholds on the right ventricular (rv) lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg implanted: (B)(6) 2014. (B)(4).